Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to flattened dome switch on esc button. No damage noted on isolation tape on lcd board. No blank display noted. The device also had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarms during the weekend. She took the insulin pump and when inserting a battery the display would be blank. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.